Event description:
The customer reported that during use of this tendon stripper to perform an acl reconstruction of the knee, the tip of the instrument broke. The broken tip was removed and a like device was used to complete the case as intended without patient injury and only a 10 minute surgical delay.

Manufacturer narrative:
Investigation results: this device has not been received for evaluation; however, a third party lab investigation from a similar report found evidence of hydrogen embrittlement, which can contribute to failure of the device at lower than normal stresses. In addition, the vendor conducted further investigation and confirmed that hydrogen embrittlement contributed to this failure. Remedial action (B)(4) has been initiated for this problem and corrective actions are in process.